Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device replacement procedure due to normal eri, high, out of range, high impedance, noise, no capture issue and no r-wave amplitude was observed on the new replaced device. Device was outside of the pocket. A new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of lead impedance, capture, and sensing anomalies was confirmed in the laboratory. The device was tested on the bench and an anomalous ring is-1 connector block was noted. Visual inspection noted material believed to be epoxy between the connector block and contact spring. It is believed the field event was caused by the epoxy preventing contact between the contact spring and the connector block.